Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen 2.000,0 mcg/ml at 425,0 mcg/day via an implantable pump. The indication for use was not reported. It was reported the pump stopped working, and the patient ¿had symptoms back (increased spasticity)¿. The patient experienced spasticity located throughout their full body. Early/premature battery depletion (8 months before expected) occurred; it was further clarified that motor stall occurred (unknown date). The pump was replaced. Additionally, the pump segment of the catheter was preventively replaced due to kink suspicion. A provided image of the catheter appeared to confirm a kinked catheter. The device was currently in the hospital and would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. The pump was not from trunk stock. The patient¿s medical history included spasticity after cerebral palsy. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
Product ID 8780, lot# 0217909045, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.